Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was the procedure completed? New package/device opened. Was the procedure altered when retrieving the staples? No. What is the patient's current condition? No issues or concerns. (B)(4).

Event description:
See attached user facility medwatch.